Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implanted due to helix issues and suboptimal lead integrity measurements. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the complete lead was returned with an extended helix. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections noted that the inner coil of the lead was stretched and deformed near the tip thus confirming the clinical observations.